Manufacturer narrative:
The customer received a replacement device to resolve the reported issue. The cause of the reported issue was unable to be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further inspection from stryker, it was observed their device would not complete its initial boot-up cycle. There was no patient involvement in this event.